Event description:
It was reported that customer is having problems with the infusion sets. Customer is experiencing bent cannulas and has not received no delivery alarm. Customer is running high due to bent cannulas. The current blood glucose reading is 102 mg/dl. Customer has declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.